Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 3002808148-2024-31846. The subject device underwent visual and functional tests to assess the device status. The reported allegation was confirmed. Intermittent image was observed due to a faulty cable. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head when plugged, will not register in the olympus box; it did not in any of the boxes. The issue occurred during laparoscopic cholecystectomy. The procedure was delayed and the patient was under anesthesia "at least 30 minutes longer than needed to be." The camera/monitors were glitching through the case. The procedure was completed with another camera head. There were no reports of further patient/user injury or harm.